Event description:
It was reported that the device was cracked on the tip of the subglottic port. Tracheostomy was changed to same type and size. There was an increased oral suctioning as they noted less secretions aspirated via subglottic port. There was patient involvement and no patient harm/ adverse event reported.

Manufacturer narrative:
Date of event: year of event has been provided, but month and day are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: two returned samples were received in used condition, decontaminated and inside a plastic bag. The returned samples were visually inspected at 12¿ to 16¿ and normal conditions of illumination. Per visual inspection a crack can be observed at the tip of the blue suction connector. A syringe was inserted into the blue suction connector to verify if there was a crack in the connector. It was confirmed that the blue suction connector has a crack at the tip. The failure mode of ¿a0114 - connector issue¿ was confirmed. Based on the analysis conducted in the samples provided, the returned samples have a crack at the tip of the blue suction connector, this defect can be caused by applying excessive force when connecting the syringe or during the connection of the suction device. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. The failure mode will continue to be monitored and if a trend is identified an investigation will be opened. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.